Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Correction: h10 additional manufacturer narrative/corrctve data: incorrect cross reference notation. The device in section d of the medwatch is not previously reported nor is it the same device experiencing adverse events on different. The device is in section d is a different a separate device than the device noted on (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, the patient was revised for infected left hip. The patient presented with pain, his c-reactive protein went up to over 12. A repeat aspiration revealed frank pus, which grew staphylococcus. Operative notes reported that the hip bursa was entered and it was full of pus. The head and liner was removed. Doi: (B)(6) 2015; dor: (B)(6) 2016; left hip.